Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Patient requested to keep it.

Event description:
Maude report (mw5060522) was received by stryker t&e and reviewed for the events the patient described. Patient originally broke his leg in 2012. A rod/nail was put in his leg at the time. In 2013 he had surgery to remove broken rod/nail and replaced it with artificial ball.

Manufacturer narrative:
The reported event of implant breakage was confirmed. According to available information a long gamma3 nail had broken after an implantation period of approx. 14 months. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. One requirement for successful nail treatment is a timely bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects, e.g. Overweight, increased loading or material damage are clearly pointed out in the labelling. In this case the nail had broken in a fatigue manner. The incipient crack was found at lateral in the anterior web where intra-operative material damage had weakened the material and had caused a notch effect. Deformed edges in the bearing points at medial / inferior indicate high load application during the implantation period. As no instructions regarding post-operative weight bearing were available it could not be determined if the patient had been compliant to the surgeon¿s instructions. Initially the patient had suffered from a pathological fracture. Early post-operative follow-ups reported impaired bone healing. Finally, the patient had been revised with a hip. A medical assessment was not possible since no x-rays were available. From technical point of view the nail had broken in a fatigue fracture after approx. 14 months caused by high load application and patient diseases; most likely contributed by intra-operative damage; review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated nail breakage was addressed adequately. There were no actions in place related to the reported event for the subject product. No non-conformity was identified. With available information a deficiency of the device was not verified. Referring to patient conditions the cause(s) of the event was regarded as patient factors issue(s). Intra-operative material damage was regarded as user related. In case the relevant clinical information should become available, we reserve the right to update the investigation and change the root cause.

Event description:
Maude report (mw5060522) was received by stryker t&e and reviewed for the events the patient described. Patient originally broke his leg in 2012. A rod/nail was put in his leg at the time. In 2013 he had surgery to remove broken rod/nail and replaced it with artificial ball.